Manufacturer narrative:
Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure involving a patient with a severely calcified aortic valve, a pre-implant dilation was performed with a 25 mm non-medtronic vacs balloon. Afterward, the valve was inserted and deployed, but an infold occurred. The valve was subsequently recaptured and then the entire valve system was withdrawn from the patient. A new valve system was loaded and was successfully used for implant. Additional information was received that a procedural delay of a few minutes occurred as a result of the infold and subsequent system exchange. Per the physician, the patient's aortic valve had strong calcification which contributed to the infold.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34; product lot/serial number: (B)(6); product type: heart valves product ID: l-evolutfx-34; product lot/serial number: (B)(6); product type: heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure involving a patient with a severely calcified aortic valve, a pre-implant dilation was performed with a 25 mm non-medtronic vacs balloon. Afterward, the valve was inserted and deployed, but an infold occurred. The valve was subsequently recaptured and then the entire valve system was withdrawn from the patient. A new valve system was loaded and was successfully used for implant.

Manufacturer narrative:
Image review: fifteen media files were provided for review. Patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had a severely calcified aortic valve. Fluoroscopy valve load inspection was performed, and the overlap appears to reach node 3, which would be considered a good load. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and a significant infold was observed. It is not clear if any recaptures were performed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile compone nts must be used. Fluoroscopy valve load inspection of the new valve was performed and confirmed a good load. The new valve was deployed just prior to the point of no recapture and appeared to be expanded without evidence of an infold and successfully implanted. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.